Manufacturer narrative:
Documentation from the reported event was reviewed by mndray's engineering team. (Please note the investigation was performed being event reports provided from the panorama central station. Arrhythmia calls are initiated and processed by the dpm 7 and the panorama reports are reflective of events occurring on the dpm 7.) The report confirm that the reported arrhythmia events were initiated by the dpm 7. These event reports do not, however, provide specific info about the monitors audible and visual alarm indicators. Mindray service rep also evaluated the unit in question and confirmed the monitor is performing as specified, that is, the unit alarm both audibly and visually when arrhythmia events were initiated using a simulator.

Event description:
Customer reported that the dpm 7 monitor did not audibly alarm when a ventricular fibrillation and ventricular tachycardia event on (B)(6) 2014. No pt injury was reported.